Event description:
Partial desimpaction of the glenosphere. Sub-luxation of the humeral part.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.